Manufacturer narrative:
The customer declined further evaluation or repair. No further information has been made available. Upon further investigation, it was reported that the unit was being tested with no patient involvement when the issue was discovered. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported the main board is broken. There was no patient involvement.